Manufacturer narrative:
The evaluation of the returned device confirmed the report of pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing cup. The thrombus showed areas of denaturing and appeared to form in laminated layers, indicating that it likely developed on the bearing over an undetermined amount of time while the pump was in operation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(6). A review of the manufacturer's complaint history showed that the patient expired on (B)(6) 2015 (please reference MFR report # 2916596-2015-00779).

Event description:
Additional information was received from the intermacs registry stating: ramp done (negative), but given hemolysis (elevated ldh 2314, pfhgb 34 and trending up) there is high suspicion for thrombus. Decision made to exchange vad ((B)(6) 2014). Thrombus visualized in inlet stator on explanted device. Pump returned to thoratec for analysis. Additional information also stated that the patient expired on (B)(6) 2015 and indicated the primary cause of death as nervous system - neurological dysfunction, device function normal: unknown.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange due to thrombosis. Only the pump was replaced; the outflow graft and inflow remained implanted. The surgeon noted a thrombus on the inlet stator. No further information was provided.

Manufacturer narrative:
Age of device: 42 days. The lvad was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.